Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information on the patient's implant form, pvs 23mm perceval valve was implanted and explanted on (B)(6) 2022 due to mis-sizing. No allegation of device malfunction nor serious injury to the patient has been received form the hospital.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Given the note on the patient implant form ''implanted & explanted wrong size'', the root cause of the reported event can reasonably be traced to a device mis-sizing (use error). Should any further information be received in the future, a follow up report will be provided.